Event description:
It was reported that it is taking longer for the patient to fully charge their spinal cord stimulation (scs) implantable pulse generator (ipg). The patient underwent a revision procedure to explant and replace the ipg. The explanted ipg was disposed of by the hospital. The patient is doing well postoperatively.